Event description:
The customer reported a cine disk not available error message. This would prevent the cine function from operating. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The cine hard drive and the cine bridge were replaced during the service call. The system was tested and found to be working as intended and put back into service.